Manufacturer narrative:
No service was requested. The y sensor was removed by the user facility and discarded. Since the ventilator continued to be used, the registrations from event date were overwritten in the event log. The ventilator passed pre-use check prior the reported event date. The technical log does not contain any technical error codes to indicate any ventilator malfunction. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated alarms when the y sensor was in place. The patients etco2 level decreased to a low but normal level and when the y sensor was removed, the level increased. There was no patient harm. Manufacturer¿s ref #: (B)(4).